Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt reported battery just ¿turned off¿ during recharging without her touching any buttons. Pt did not report any falls or interference; but was using charging belt and working during the report of shutting off, so could have accidentally bumped or ¿jostled¿ the recharging system. Pt turned battery back on and no issues. Issue resolved. No patient symptoms were reported.